Event description:
It is reported that the incorrect prosthesis was implanted in 2009, and that the patient was revised one week later. Patient was undergoing surgery on the left knee, and a right femoral component was implanted.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. It appears the surgeon used a right femoral on the left knee for an unknown reason. Based on the available information, a definitive cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications, which indicates that the product was properly labeled as a "right" implant. It cannot be determined with the available information as to why the surgeon selected the implanted the incorrect "right" instead of a "left" implant. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.